Event description:
Same case as MFR's report # 6000093-2006-00836. During the sfa pta/stenting treatment procedure, the express biliary sd premounted stent dislodged from the delivery balloon. The physician used another express biliary sd premounted stent which also came off of the delivery balloon. Pt status is reported as 'okay,' but the two undeployed stents remain in the pt's arterial system-one stent is located in the right hypogastric artery while the other is located in the left profunda femoral.